Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an expect aspiration needle device was used for a biopsy of a pancreatic legion. According to the complainant, the patient was bleeding at the biopsy site. The bleeding was significant, and it caused the patient severe pain. The physician was not sure if it was the needle or his technique; the lesion was very vascular. The patient was hospitalized for three days, and received narcotics for pain, but did not require a transfusion. The patient was noted to be doing fine.